Manufacturer narrative:
Final analysis of the implantable neurostimulator revealed the device was "functionally okay" and that there were "insignificant anomalies." The exact nature of the insignificant anomalies was unknown. Final analysis of the lead revealed the product was "cut through" and "segmented."

Event description:
It was reported that the implantable neurostimulator (ins) and lead were explanted due to loss of stimulation/therapeutic effect. It was stated that at the last reprogramming session, the patient was unable to get coverage high enough in her back to get relief. It was noted that the ins pocket site had been hypersensitive since implant. The patient's legs reportedly were no longer "a big issue" and the patient wanted the device explanted, refusing to reprogram device. It was stated that they attempted to access the ins to check impedance and make sure the device was off and saw that the device was in a discharged state. The patient reportedly had symptoms of pain and less than 50% therapy relief. It was later reported that the ins was either discharged or overdischarged. There were no malfunctions seen and the cause of the iss ue was not determined. Patient outcome was reported as unknown. No cultures were obtained from the pocket site. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the patient's ins was removed because the ins site was tender and there was a heating/burning sensation at the ins site when stimulation was turned on. No further complications reported.